Manufacturer narrative:
The customer's report of a cracked and leaking maxzero was confirmed. The customer provided photos of a fluid leak at the engagement of a syringe and maxzero connector and a crack along the top and side of the maxzero connector. Visual inspection of the as-received connector observed the female end was cracked. Further inspection under magnification observed a crack along the top of the connector access extending along the collar threads in the direction of fluid flow. The crack was observed to be approximately opposite the injection gate. Although damage was observed, fluid was pushed through the connector using a lab syringe. It was observed that the fluid leaked out from the noted crack. The root cause of the damage was unable to be identified.

Event description:
It was reported that there was a cracked maxzero that resulted in a leak of sodium chloride. It was further confirmed during follow up, that there was no patient or user harm as a result of this event.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, no patient information provided.

Event description:
It was reported that there was a cracked maxzero that resulted in a leak of sodium chloride. There was no patient or user harm.